Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was not confirmed. Product evaluation states, "product was returned in a properly assembled condition with damage to the bearing from an improper attempt to disassemble. No dimensional analysis was performed due to the returned condition showing proper assembly of the components. Damage can be seen in the decontamination photo. It can be concluded that the implants left biomet within design specification based on assembled condition of the products." DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
During a reverse total should arthroplasty, the tray and poly would not go together and the locking ring would not lock the two together. Another implant was used to complete the procedure.